Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending product liability. Left attune total knee revised to address pain and aseptic loosening.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, b5, b7, d11, h6 (no code available (3191) is used to capture the medical device removal). Corrected: a1, d4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 17 june 2019 was reviewed on 6 december 2019. On (B)(6) 2015: the patient underwent a left total knee arthroplasty secondary to osteoarthritis. Attune implants were used with depuy cement x1. The patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2017: the patient underwent a revision of the left knee secondary to pain and suspected loosening. Intraoperatively, the surgeon noted that the tibial component was loose at the cement to implant interface. There were no intraoperative complications. Pmh: osteoarthritis, left knee. Doi: (B)(6) 2015; dor: (B)(6) 2017 (left knee).

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.